Event description:
It was reported that the patient experienced an extubation do to separation of the adhesive used to secure the device. No additional harm was noted. Attempts were made, but no additional information was available. (B)(4) neo-fit (B)(4).

Manufacturer narrative:
B3: january 2026. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.